Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, and guidewire. Visual inspection revealed that the device had been in used condition. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to the fully rear-locked position. The opening of the carrier tube was inspected, and the anchor was visible within the opening. A kink was identified on the hemostasis sheath at the blood inlet hole. A kink was also identified on the carrier tube at the corresponding location. Functional testing was performed by resetting the deployment mechanism and re-deploying the device. The device was reset to the forward lock position and then re-engaged and set to the rear lock position. When set to the forward lock position, the anchor deployed properly, and was able to post to the tip when the device was set to the rear lock position. The anchor was pulled manually to test deployment of the suture, collagen, and tamper tube. All components appeared to deploy successfully, and no issue was found with device functionality. The alleged failure mode of 'anchor and suture didn't come out of the device,' was confirmed. The exact root cause of the incident cannot be determined. The likely cause was determined to have been a kink in the tubing which prevented the device from deploying properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Pt info: unk. Explanted date - device was not explanted occupation-requested, not provided the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device wire was not visible after the angio-seal retraction step. The angio-seal potentially was not fixed and therefore potential thrombosis. There was no harm to the patient. Additional information was received on 11aug2021. The type of procedure being performed was a vt ablation. A 6fr sheath was used. A pre-deployment angiogram was not performed. The device could be inserted without any difficulties. After pulling back the sheath, there was no thread connecting the handle and the device; no thread visible / missing. The sheath still connected to the device cap just came out of the body. It was reported that the device "spontaneous / device deployed" and hemostasis was achieved. There was no notable damage to the device. The patient's condition was stable. The component the user was referring to when stating "wire" was the thread.